Event description:
It was claimed that the auralis plug flashed in the wall socket and the power cable was burnt through. There was no indication regarding patient involvement. No injury was claimed. It was found the power cable was separated from the plug. The technician did not find a signs of smoke on the cable. The device was repaired and started to operate correctly.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Manufacturer narrative:
It was claimed that the auralis plug flashed in the wall socket and the power cable was burnt through. There was no indication regarding patient involvement. No injury was claimed. It was found that the power cable was separated from the plug. The technician did not find any signs of smoke on the cable. The device was repaired and started to operate correctly. The auralis instruction for use (IFU - 04.ai.00en_08) states: "the power cable must be positioned in the cable management on the left side of the mattress." This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. The reported sparks occurred as a result of the damage of the power cable. The power plug was separated from the cable. The cause of the cable damage appears to be a mechanical damage. Arjo device failed to meet its specifications since sparks were coming from the power cord. There was no indication of patient involvement. The complaint was assessed as reportable due to allegation that the sparks were coming from the power cord. No injury was sustained. The device is distributed outside the us and no gudid information exists.